Event description:
The dealer states the user alledges they cannot change drives or turn it off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.